Event description:
On september 24, 2009, during device evaluation by baxter, the channel b keypad stop key on a colleague cx triple channel volumetric infusion pump was found to be intermittent. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes software (B) (4).

Manufacturer narrative:
Evaluation summary: the condition of an intermittent channel b keypad stop key was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)